Event description:
The following information was received by kci after review of journal article: "the incidence of wound complications related to negative pressure wound therapy power outage and interruption of treatment in orthopaedic trauma patients", which noted the following under section results: "twelve patients (10%) had problems with the npwt device powering off causing an unrecognized interruption of therapy...both patients being treated with an integra graft (loss of graft)...unit was left unplugged depleting the device's battery power and the device shut off....as such, many medical machines, including the vac device, have an alarm that signals impending power failure. Medical alarms should be robust and the magnitude of devices alerting failures should be proportional to the potential complications caused by failure." On 06-sep-2022, the following information was provided to kci by the author/physician: no additional information regarding the article is available. The infov.a.c.¿ therapy system product identifiers were not available; therefore, device evaluations could not be performed.

Manufacturer narrative:
Patient identifier information for one additional patient is as follows: 41 year old female. Date of event: the specific date is unknown. The article noted patients included were orthopedic trauma patients treated with npwt between (B)(6) 2008 and (B)(6) 2008. Therefore, (B)(6) 2008 was utilized. Based on the information available, it cannot be determined that the alleged graft failures were related to the infov.a.c.¿ therapy system. The author was unable to provide additional clinical and device information. No device identifiers were available, therefore, device evaluations could not be performed. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.